Event description:
The pt did not receive relief for spasticity. A dye study was performed with no csf return. The rotor study was normal. The pt underwent surgical intervention. Upon opening pump pocket the surgeon attempted to obtain csf but was unable to. The catheter was disconnected from the pump and csf flowed freely from catheter. Catheter access port was checked for patency and found to be patent. Catheter reconnected to pump and again no csf. Catheter disconnected from pump and visually inspected. Surgeon saw a piece of catheter inside the connector to be loose. There was a catheter blockage caused by a puncture. The sutureless connector was changed out. The pt was very happy and things seemed to be going good. The drug being administered via the pump was lioresal (2000mcg/ml) at 150 mcg/day). Additional information has been requested.

Manufacturer narrative:
(B) (4). A portion of the catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.